Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The likely root cause of the low pump flow was due to biomaterial, most likely due to patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device had a suction alarm that was unresolved by repositioning or adding fluids. The pump was explanted and replaced, and there was no reported harm to the patient.